Event description:
Feeding tube placed without difficulty in pt with tracheostomy of ventilator. Post-placement x-ray showed tube traverses the right mainstream bronchus, subsequently entering the pleural space and coiled against the medical aspect of mediastinum. Line pulled and chest tube inserted for pneumothorax (tension) which developed.